Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The problem of the high drain alarm was identified in the event history log review. The cause was undetermined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain error 106 (night drain cycle six) alarm was identified in the log. The alarm occurred on (B)(6) 2014 08:57:32. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. No further information was available.